Manufacturer narrative:
Citation: di bacco et al. Sutureless aortic valve replacement vs. Transcatheter aortic valve implantation in patients with small aortic annulus: clinical and hemodynamic outcomes from a multi-institutional study. Brazilian journal of cardiovascular surgery 39(4):e20230155 2024. Doi.org/10.21470/1678-9741-2023-0155. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding sutureless aortic valve replacement vs. Transcatheter aortic valve implantation in patients with small aortic annulus. The study population included 622 patients who were predominantly female with a mean age of 81.4 years old. Multiple manufacturer¿s devices were implanted in the study population; 26 patients were implanted with a medtronic corevalve or evolut r bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, adverse events included: arrhythmia requiring permanent pacemaker implant, bleeding or vascular complication, acute kidney injury, infection requiring antibiotic therapy, stroke, myocardial infarction, moderate to severe paravalvular leak, and patient-prosthesis mismatch. No further information was provided pertaining to medtronic products.